Event description:
The patient experienced shocking in her foot. She experienced pain at the incision sites soon after implant. The patient was seen in clinic. The field representative reprogrammed the device to avoid the shocking. Afterward the patient felt a 'sensation in her leg and foot' when she recharged the battery. The patient had poor pain control. The left occipital lead was broken. The device system was explanted. The hcp noticed there were scraping along the left lead. The patient recovered without sequela.

Manufacturer narrative:
Implantable neurostimulator. Device analysis revealed 'no anomaly found.' The neurostimulator was functionally ok. Lead: j0546515v. The lead was returned in 2 segments. The #3 electrode was severly crushed and there were suspected tool marks on it. Final device analysis revealed 'no significant anomalies.' The lead was ok, but cut thru (suspected explant damage). Lead: j0546515v (2nd lead). Device analysis revealed that the #7 conductor was broken at the proximal edge of the #7 electrode and the epoxy was cracked. There was a titan anchor that is anchored right up to the edge of the #7 electrode. Extensions: the extensions were ok, but cut through (suspected explant damage). Final device analysis revealed ' no significant anomalies.' Three titan anchors were visually examined. The anchor sleeve was cut and the titanium insert was separated from the silicone (likely explant damage) of the first one. There were breached cuts in the silicone portion of the anchor of the second anchor. No anomaly was found in the third titan anchor. Programmer. The patient programmer had no significant anomalies. The device was functionally ok. Rechargers were functionally ok.